Manufacturer narrative:
The insulin pump has no ink spot on display window, missing segments or partial display anomaly noted. The insulin pump passed self test. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip and reservoir tube cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that there was a big spot of ink on the display window of the insulin pump. The customer's blood glucose was unknown. Nothing further was reported.